Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 470 mg/dl. During troubleshooting the customer was able to clear the alarm. The customer disconnected and reconnected the reservoir and tubing but insulin was unable to exit via plunger push. The infusion set was changed and the insulin pump was able to successfully prime. The infusion set will be returned for analysis. The insulin pump and reservoir were not returned.